Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported: on (B)(6) 2025, the patient was implanted with gore® tag® thoracic branch endoprosthesis (tbe aortic component and side branch) to treat a thoracic dissection. It was reported that after successful deployment of the gore® tag® thoracic branch endoprosthesis side branch, when advancing the balloon, under angiogram, it was observed that an olive was still on the guidewire. The fsa confirmed after looking at delivery catheter that the olive was not attached. Due to brachial access during the procedure, the physician pushed the olive back into the sheath and removed it. The patient tolerated the procedure. Root cause for olive separation is unknown. Anatomy was not tortuous and no issues advancing or withdrawing the delivery catheter

Manufacturer narrative:
Addition per gore engineering, the device evaluation showed that the sb catheter separated at the bond between the inner lumen of the leading olive and the leading end of the distal shaft. The findings of the device evaluation are consistent with the reported event which described that ¿the olive was not attached¿ to the catheter. Per the manufacturing product history review (phr), case - (B)(4), a review of the manufacturing records indicated that the manufacturing lot met all pre-release specifications and none of the quality items identified were related to the reported event. No root cause can be confirmed for the reported event of olive separation; however, it is likely that there was one or more process steps missed that were related to olive bonding for the returned device. The separation of the leading olive from the catheter distal shaft is likely a manufacturing deficiency related to the tbe olive bonding process. Due to the tip and catheter bond failure identified during the device evaluation, it is likely the failure mode is attributable to the manufacturing process.